Manufacturer narrative:
The reported event of incorrect measurement was not confirmed. Final analysis of device image found that the elective replacement indicator (eri) trim value is at 2.5568 v. The battery voltage for the duration of the implant was at 2.56 v and therefore did not trigger eri. The device was tested on the bench, and no anomalies were found.

Event description:
It was reported in clinic that the pacemaker failed to trigger an alert for elective replacement indication (eri) when the battery voltage was significantly depleted. The pacemaker was explanted and replaced successfully on (B)(6) 2021. There were no adverse consequences to the patient.